Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission from the emergency room. Upon review, it was revealed that the right atrial lead exhibited normal sensing threshold and impedance values. However, loss of capture was noted. Upon interrogation, it was noted that the right atrial lead had dislodged and the right atrial lead was unable to sense p-waves or a capture threshold. The present rhythm appeared to be atrial under-sensing with native qrs. The right atrial lead was revised on (B)(6) 2020. The patient was stable post procedure.